Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 1.50mm x 2.00cm galaxy g3 mini (glm915020 / 30546459) was the second coil used. The coil became kinked during use. The physician retracted the coil and used another coil. The procedure was successfully completed. There was no report of any patient adverse event or consequence.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30546459) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 08-aug-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the 1.50mm x 2.00cm galaxy g3 mini (glm915020 / 30546459) was the second coil used. The coil became kinked during use. The physician retracted the coil and used another coil. The procedure was successfully completed. There was no report of any patient adverse event or consequence. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 1.50mm x 2.00cm galaxy g3 mini was received contained in the decontamination pouch. Visual inspection was performed. No noticeable damages were observed; all components were returned in good, normal condition (i.e., no kinks on the introducer or the core wire, no protrusions). Microscopic inspection was performed. Under magnification, the distal outer sheath showed appearance of having been softened, an indication that the resistant heating (rh) coil had been heated and the detachment process was initiated. The embolic coil component was not returned for evaluation. The detached condition of the coil was not initially reported in the event description of the complaint, and no further investigation can be performed without the embolic coil component. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. A review of manufacturing documentation associated with this lot (30546459) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.